Event description:
The information received indicated that after repeated attempts a 1.5 x 10mm fire star balloon catheter could not be deflated.

Manufacturer narrative:
Additional information has been requested and will be submitted within 30 days from receipt.